Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis. The breach was further described as non-compliance to sterilization technique. The patient was hospitalized in the same month as onset of the event and was treated with unspecified antibiotics (dose, frequency and route not reported). Treatment was discontinued on the same day as receipt of this report. At the time of this report, the patient had not recovered from the event and it was not reported if they were retrained on proper aseptic technique. In the same month as onset of the event, pd therapy was discontinued and the patient was switched to hemodialysis. Additional information is not available.